Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm. The patient was using an insulet omnipod5 insulin pump during the event. According to the reporter, on 06/04/2026, the patient was feeling more tired than usual but went to work. While at work the patient began to feel nauseous and felt like vomiting. She tested herself and her ketone values were 2.1 mmol/l. The patient called her diabetes nurse who advised the patient to go to the hospital. The patient´s boss drove her to the hospital and the ketone value at that time was 2.3 mmol/l. The patient discharged herself with a ketone value of 1.5 mmol/l but went back to the hospital again to be treated after feeling unwell again. The patient was treated with intravenous fluids and insulin via the pump and pen. The patient was later discharged at 2:00 pm. At the time of the report the patient was feeling well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.